Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA was clogged during use. The following information was provided by the initial reporter: material no. 320119, batch no. 8100754. It was reported that needle clogged during injection. Verbatim: consumer reported found needles clogged during injection from this box. Consumer called flex pen company thought it was the pen. Consumer tried a new pen needle and it worked. Informed consumer of proper placement and to check the non patient end. Complete a flow check. Consumer was not completing these steps.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA was clogged during use. The following information was provided by the initial reporter: material no. 320119 batch no. 8100754 it was reported that needle clogged during injection. Verbatim: consumer reported found needles clogged during injection from this box. Consumer called flex pen company thought it was the pen. Consumer tried a new pen needle and it worked. Informed consumer of proper placement and to check the non patient end. Complete a flow check . Consumer was not completing these steps.